Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the customer returned device the following defects were found, adhesive on bending rubber detached, due to wear of angle wire, bending angle in up/down/left/right direction did not meet the standard value, shaft of switch 1 detached, switch could not be pressed down smoothly, image noise due to soldering problem, after reassemble electrical connector, image restored, distal end cover dirty and forceps elevator had foreign material (yellowish/brown). The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that during reprocessing of the duodenovideoscope, the scope displayed horizontal and vertical lines in the image. Upon inspection and testing of the returned device, the scope distal end cover had dirty and forceps elevator had foreign material (yellowish/brown). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that foreign material remained because the reprocessing deviated from the instruction manual. Although customer is trained as per omsi training/ instructions for use, however, customer performs pre-clean steps without any delay. It is likely that sufficient brushing could not be performed by customer which cannot be denied. The detection method is described in the instruction manual tjf type 150 operation manual chapter 3 preparation and inspection and preventive measures are described in the instruction manual tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.